Event description:
I am a type 1.5 lada diabetic and wear a dexcom g7 cgm. I've only been using this device for about 3.5 months and have had three devices with manufacturing errors fail since the beginning of march. The "wire" that is supposed to be underneath the skin after insertion is faulty and loops out the little hole in the top of the sensor. According to several dexcom g7 support groups I follow, this is a common problem with this fairly new product as the g6 doesn't have this issue. I'm currently traveling and both sensors I brought are faulty. My blood sugar swings are out of control and dangerous. My only recourse is to poke my fingers hourly which has left me sore and bruised and without skin integrity while traveling in public. At this point I'm using liquid skin on all my fingertips to keep the germs out. Yesterday I had a low come on so quickly I was at 42 mg/dl before I felt it. I was just suddenly unable to think and began to shake. A properly working cgm notifies of a fast falling glucose to prevent this. Is this being investigated, or do I need to find a different monitor before I end up in hospital? I no longer have the device as dexcom requires it be returned to replace it. Next time it happens (yes, there will be a next time apparently) I will take a picture of the box, the sensor with faulty "wire" (it's a cannula) and the applicator. Ref reports: mw5172088, mw5172089. Pt code: 1912, 2515. Device code: 2917, 2588.